Event description:
Cuff was found tight but deflated around pt's arm at the end of a 6 hr procedure. Cuff was not used during the procedure but was left in place on pt's arm. An IV was also present on the same arm.